Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the mega suturecut needle driver instrument for evaluation. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that during a da vinci-assisted diaphragmatic hernia repair surgical procedure, the structural steel cable of the robotic mega suturecut needle driver ruptured. It was quickly replaced by another instrument of the same type. The procedure was completed with no reported injury and no procedure delay. No fragment fell into the patient. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information: there was no damage to the patient during the surgical procedure and another instrument was used to continue the technique. There were no instrument filaments in the patient's cavity. The robotic tweezers are subjected to unidirectional flow in the material and sterilization center according to standards and guidelines, including rigorous inspection by all staff, lubrication, preparation and correct method and sterilization.